Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 for a gi bleed. The pt's hemoglobin was 9.0 and hematocrit was 27 at that time. The pt underwent an upper gi endoscopy and colonoscopy. There was no active source of bleeding found. The pt received a transfusion of 2 units of packed red blood cells and was discharged on (B)(6) 2014. His inr was 1.4 on (B)(6) 2014.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleed could not conclusively be determined through this evaluation. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.